Manufacturer narrative:
Lead model 3889-28 lot# v867753 implanted: (B)(6) 2012 explanted: na, lead model 3889-28 lot# v867753 implanted: (B)(6) 2012 explanted: (B)(6) 2012, programmer model 3037 serial# (B)(4).

Event description:
It was reported that during an implant procedure, impedance over 4,000 ohms was seen on all unipolar pairs except c/1 and c/2 while the neurostimulator was in the pocket. Another neurostimulator was opened and impedance over 4,000 ohms was seen on all pairs except c/0, c/1, and 0/1. The lead was tested with alligator clips and the patient could feel stimulation, but only at high amplitudes. The hcp inserted a new lead into the patient's other side. Using one of the open neurostimulators (B)(4) the lead was tested and all pairs with contact 0 were over 4,000 ohms. No lead fractures were noted, and the lead and neurostimulator that only had bad impedance readings on contact 0 were implanted. After the procedure, the patient was doing well.